Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone the customer was taken to the emergency room due to low blood glucose on (B)(6) 2017. Customer's daughter did not known the exact blood glucose value as reading was unreadable, customer's current blood glucose was 225 mg/dl. Customer's daughter declined further information on the hospitalization and just wanted the device replaced. Customer stated they had visited the endocrinologist and another doctor regarding the insulin pump. The insulin pump is returning for analysis.